Event description:
It was reported by the affiliate that the (1) tlc55 was used during a gastrectomy procedure. It was reported that the staples of one inner row malformed. The surgeon put in overstitches. There were no consequences to the pt. The affiliate would like to know what the possible cause for this event was, although they understand that the reason cannot be verified before the evaluation is completed.